Manufacturer narrative:
The customer¿s report of leaking from the texium component of the syringe was not confirmed. Visual inspection and tactile examination found no cracks or damages anywhere on the syringe or the texium component. Leak testing confirmed that there were no leaks anywhere on the syringe. The root cause of the reported event was not identified.

Manufacturer narrative:
Concomitant product: 60cc syringe doxorubicin 95mg undiluted (47.5ml); therapy date (B)(6) 2015. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak in their texium closed chemo system. There was a leak from the green bonded cap at the end of the 60cc syringe that contained undiluted doxorubicin 95mg as it was being IV pushed over 5-10 minutes via the lower port of the tubing. The IV tubing was changed, and the same issue occurred, because the leakage was coming from the green cap, not the tubing. There was a 45-60 minute delay in the infusion while another syringe had to be mixed in the pharmacy and sent down from the hospital. There was no harm to the nurse or patient reported.